Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor was noisy, which confirmed part of the original complaint issue. However, the underlying cause could not be determined. The complaint issue that the on/off switch has no alarm was not confirmed.

Event description:
Dealer stated that the on off switch has no alarm.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer stated that the on off switch has no alarm.